Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that pt's surgical wound was not ealing. One month after the implantation a revision surgery was performed to restore the skin flap, but it had not succeeded. Therefore it was decided to explant the device.